Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. From a.5b: caucasian.

Event description:
The device has been explanted.

Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "she has a leak and implants have deflated by 40%". This record is for left side. The device remains implanted.